Event description:
It was reported that the 4-40 stud broke setting up for the unknown case. Event occurred prior to the case starting. No patient consequence reported the device was replaced and the case was completed.